Event description:
The customer reported that the device, 00507112900, large bone hall blade was being used on (B)(6) 2022 during an unknown procedure and ¿while using hall power osc saw the large bone blade broke and cracked on second blade¿. There was no injury or impact to the patient. The procedure was completed with a different blade. There was a 15 minute delay to the procedure. Further assessment found that the device did fragment and all pieces were retrieved with a hemostat. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event of blade breaking and fragmenting is confirmed based on device evaluation. Customer complaint of the large bone blade broke and cracked on second blade was confirmed. Visual examination of returned, used, item 00507112900, qty of two (2) found that the blades broken at the center of the teeth. Broke piece for one of the blades was not returned for the evaluation. Examination could not find any discrepancies with blade tooth profile. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, (B)(4), large bone hall blade was being used on 12jan22 during an unknown procedure and ¿while using hall power osc saw the large bone blade broke and cracked on second blade¿. There was no injury or impact to the patient. The procedure was completed with a different blade. There was a 15 minute delay to the procedure. Further assessment found that the device did fragment and all pieces were retrieved with a hemostat. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.